Event description:
The manufacturer was contacted in reference to an allegation of everflo device stated that a short circuit and socket caught fire. There was no report of serious or permanent harm or injury. There was no report of medical intervention. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction. The manufacturer's investigation is ongoing. A follow-up report may be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to an allegation of everflo device stated that a short circuit and socket caught fire.there was no report of serious or permanent harm or injury. There was no report of medical intervention. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction. Follow up information: the device was returned to third party service center for evaluation. Investigation results determined there were no reportable findings. The customer complaint was not confirmed.